Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with mentor smooth round moderate profile 375cc and experienced itchy rash, low blood pressure, very frequent urge to urinate, brain fog, frequent headaches, difficulty breathing, asthma, allergies and reactions to new things, anxiety, palpitations, arm and leg numbness, dry skin, change in body odour, vision disorder, dizziness, constant fatigue, wound injury that did not heal, bowel disorder, weight gain, swollen face, stomach ulcer, shifting mood, impression of impending death, hair loss, clenched jaw, and sensitivity to light. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the side a implant.